Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06398376 that an ar-5410-amgs-s vip¿ glenoid reamer was not working or reaming any bone the device would not click in properly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is user error, specifically, incorrect setting of the instrument. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.